Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they cannot get it to come on today (B)(6) 2020, patient clarified he cannot get the ins to turn on today. Patient reported eos message on the controller today (B)(6) 2020 when he tried to turn stim on patient services reviewed eos (end of service) meaning and reviewed longevity of the ins battery, patient ins has reached eos before the 9 year longevity date. Patient stated that he has had to have his ins restarted in the past due to over discharge, asked unknown event date. Patient services suggested that patient contact his hcp to discuss replacement.